Manufacturer narrative:
The complaint device has not been received. Results: from the event description, it can be determined that a pressure sore has been caused. Conclusions: pressure sores can be caused by an incorrectly fitted mask or incorrect size mask. This complaint has been added to the database for trending purposes and failure trends will continue to be monitored. This concludes our investigation into this complaint.

Event description:
A patient reported that whilst using the hc431 mask, he developed a gash on the bridge of his nose that won't heal. The patient tried to use a band-aid, but it pulls the scab off his nose.